Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The mayfield disposable adult skull pins (a1083) were not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 5 of 5 reports which are linked to mfg report numbers: 3004608878-2020-00721. 3004608878-2020-00722. 3004608878-2020-00723. 3004608878-2020-00724. A facility reported that a patient slipped out of the mayfield disposable adult skull pins (product ID a1083) which resulted in a small cut on the head during an unspecified neurosurgical procedure. Additional information was later provided indicating that there was a possible malfunction involving the compression screw. There was no known medical intervention done or no known delay in surgery. Additional information has been requested.